Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to difficult pump inflation and tight proximal corpora. No other adverse patient effects were reported.

Manufacturer narrative:
This device was submitted to testing and passed all tests. The information received indicated difficult pump inflation and tight proximal corpora, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. However, based on the information received the proximal corpora was tight with a standard size cylinder and had difficult pump inflation. The physician implanted a narrow cylinder size to successfully complete the procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to available information, this inflatable penile prosthesis was to be implanted on (B)(6) 2021 but there was difficult pump inflation and tight proximal corpora. The standard 20cm cylinders were not implanted, but instead narrow 18cm cylinders were implanted.